Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a head trauma has occurred.

Event description:
The user's hearing performance with the device is affected after a head trauma has occurred. There was no redness or swelling at the implant site observed.re-implantation is considered but no date has been provided.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause, device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.